Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unk date, the pt used super poligrip at unk dosing. At an unk time, after using super poligrip, the pt experienced neuropathy, (B)(4), copper deficiency, and nerve damage. This case was assessed as medically serious by (B)(4). At the time of reporting, the events were unresolved. According to the legal complaint, the pt received lower dentures in approximately 1996 and upper dentures in approximately 2004. The pt's denture adhesive products of choice were super poligrip and fixodent. The pt ceased the use of super poligrip and fixodent after she was diagnosed with neuropathy attributed to excess (B)(4) and resulting copper depletion attributable to super poligrip and fixodent. The pt "suffered from profound and permanent neurological and other injuries attributable to her use of super poligrip and fixodent, which injuries have left plaintiff unable to perform her normal, customary and daily activities." The pt's injuries and damages are permanent and will continue into the suture.